Manufacturer narrative:
(B)(4). The device will not be returned for analysis as the device was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial temporomandibular joint replacement. The surgeon visited the patient the next day and noted the patient was dislocating. Therefore, the patient underwent a revision procedure, and the devices implanted the previous day were removed and replaced. No further complications were reported. Attempts have been made and no further information has been provided.